Event description:
It was reported that during skull base procedure with stealth navigation bur broke and started spinning in shaft of m5. No fragments/pieces detached. Procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that burs didn¿t break in half. Break refers to the fact that the angle no longer stays stationary as it should. The main time it happens is when applying any force in a lateral trajectory as is needed for a lothrop procedure. If pulling in an anterior/posterior direction the issue doesn¿t happen.

Manufacturer narrative:
H3: analysis found visually, there was no damage in the construction of the devices. However, there was contamination compacted onto the distal diamond grit tips and outside diameters of the outer tubes of both samples and one of the samples had a cylindrical plastic particulate protruding from the proximal end of the inner shaft. Functionally, the inner assemblies of both samples spun freely by hand with no binding. Both burs fit securely into a handpiece (at separate times) and ran in forward mode at 30,000rpm with no issues. A review of the global complaint data showed no other complaints about this lot number. Conclusion: in the returned condition, there was no out of specification condition that was related to the complaint. H6: previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.